Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion, white calcification outer device and broken pug strap. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.